Event description:
The customer reported that the device overheats. This is report 1 of 1 for event# (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, nothing was found other than normal wear. The device was serviced for maintenance and returned to the customer on (B)(4) 2013. Placeholder.